Event description:
A patient reported blood glucose results of "198 and 181 mg/dl" with a lifescan meter compared with feeling normal/normal result(s). There were no allegations of harm or injury. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient reportedly performed a control solution test that failed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.